Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, shaft fracture occurred. After multiple attempts to predilate, the 2.50x12 mm taxus express2 drug eluting stent was unable to cross the lesion. The stent shaft broke into 2 pieces. No patient complications were reported. Patient status reported as "ok".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.